Manufacturer narrative:
It was reported that the patient underwent medically-indicated revision of the bhr tha left hip implants. This case relates to the right hip. Although the right hip has not been revised, the right hip contribution to the elevated ion levels on blood cannot by discarded. The implanted devices were all used in treatment. Additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The root cause of the reported elevated metal ions cannot be confirmed and it cannot be concluded that the reported elevated ions were associated with a mal-performance of the implant. No revision has been reported. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
The patient hasn¿t undergone a medically-indicated revision of the bhr right hip implants yet, at the beginning of 2019 the patient start having pain also the patient suffered from elevated levels of cobalt (20.4 mcg/l) and chromium (2.9 mcg/l). Although the right hip has not been revised, the right hip contribution to the elevated ion levels on blood cannot by discarded.